Event description:
It was reported that the customer had air bubbles in the reservoir. Customer stated that they are getting air bubbles every time they fill the reservoir. Customer has used about 4 reservoirs so far. Customer's blood glucose level was 113 mg/dl. Customer was walked through the filling process. Customer was advised the needle holds a lot of air. Customer was able to fill the reservoir fully without any issues. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.